Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers received. Papers allege patient suffers from pain and excessive levels of chromium and cobalt in her blood. Doi: (B)(6) 2008; dor: unknown (left hip). Update 07/09/2012 ¿ plaintiff fact sheet was received. The product/lot was updated. There is no new information that would change the outcome of the investigation. Update 10 apr 2015: rec'd der, stem and sleeve details, patient demos - height/weight, activity levels, dor, reason for revision, surgeon, sales rep. (B)(4).